Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for initial implant. During implant of the implantable cardioverter defibrillator, rf telemetry was lost. Multiple unsuccessful attempts were made. Connection via wand also failed. The physician completed the implant. After the procedure, the device was still unable to be interrogated via rf telemetry. The patient was discharged with no intervention performed. On (B)(6) 2021, the patient presented for a follow-up and the device was able to be interrogated using a wand but no via rf telemetry. No intervention was performed. The patient was stable and would be monitored.